Event description:
The distributor (B)(4) representative (B)(4) reported that a male patient receiving palliative care from a home care facility had a few occasions in which the access dilator tip of the drainage line did not "click" into the pleurx catheter. The access tip and pleurx catheter had to be held together for the duration of these drainages. It was indicated that the nurse does half of the drainages scheduled for the patient; the family does the other half. It is unknown how many times the click was not heard when inserting the access tip into the catheter.  It is not certain whether the issue was with the pleurx bottle access dilator tip or with the pleurx catheter.  The patient's current status is deceased. There are no samples or lot numbers available. No further information will be made available.

Manufacturer narrative:
(B)(4). Investigation summary: a complaint sample was not provided for evaluation. Consequently, the quality of the product could not be evaluated in regards to the reported condition. A review of applicable manufacturing, inspection, and packaging procedures did not identify any issues that may have contributed to the reported condition. Every catheter assembly is subjected to extensive functional testing and inspection during the assembly process to verify performance and conformity to engineering design. Any failures would be immediately culled from production and scrapped. Likewise, a review of all manufacturing methods and personnel involved in the assembly of the device determined there was no contribution from either to the reported issue. A review of the internal production records for the lot involved could not be completed as lot number information was not available for evaluation. Based on the investigation results, a definitive root cause could not be identified for the reported failure mode through this investigation since no sample has been returned for analysis. Based on feedback regarding a lack of a clicking sound when engaging the valve performance, a design change was initiated to improve the interaction between components and modifying the mold to increase the snappiness of the valve with the access dilator. This change will be noticed by the user. These preventive actions will be implemented during early 2014. No additional preventive actions have been identified. The manufacturing plant is continuing to monitor this issue to identify the need for any further actions.